Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files captured low speed events and pump stops on (B)(6)2020. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events and pump stops appeared to occur while the patient was supported by the power module. Yellow wrench advisory alarms were also captured intermittently throughout the first submitted log file. It was later reported that the alarms resolved when the patient was connected to batteries. The patient was stable at the time of the visit. An ungrounded patient cable was ordered. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard, low speed hazard, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the yellow wrench alarm occurred on the patient's controller. The patient was admitted to the hospital and the vad cardiologist exchanged the controller. After the exchange, frequent drop down of the pump's speed with active low speed advisory alarms occurred due to a 20 second pump stop event after connecting to the patient cable. Log files showed the low speed events occurred while using the power module only. Yellow wrench/replace controller events were also noted intermittently on the new controller while the low speed events were occurring. A chest x-ray (cxr) of the lvad system was done. Clinical support confirmed potential short-to-shield damage of the driveline. The alarms resolved when the patient was connected to batteries. The patient and vad cardiologist were updated on the necessity of being connected at all times to external batteries. Patient was stable at time of visit. A non-grounded cable was requested and the patient and lvad performance will continue to be monitored.